Event description:
It was reported that there was an unknown problem with the catheter. A revision was performed, and the physician did not want to remove the catheter from the intrathecal (it) space; therefore, it was left in place (minus the sutureless connection portion); was tied off in the pump pocket, and was replaced. The product issue was resolved, but the cause of the issue was not determined. There was no troubleshooting performed, and because, the catheter was not removed, it was not inspected. It was noted, the patient had no symptoms, but the patient described having ¿issues¿ for at least the last year, including reservoir discrepancies. The patient did not have withdrawal symptoms. The patient status at the time of the report was alive no injury. The pump system was being used to infuse dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, lot# n284471015, implanted: 2011 (B)(6); product type catheter. (B)(4).